Manufacturer narrative:
An evaluation of the device cannot be performed as the device has not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that during a revision surgery, this stem was implanted and then explanted immediately because the surgeon wanted a larger size.

Manufacturer narrative:
Review of the provided implant sheet indicated this device was opened during the primary surgery but not implanted as the surgeon decided to use a larger size implant. There was no device failure alleged at the time of use and no indication that the surgeon's choice to change implant size was due any deficiency of the device. Because the device was never implanted it is determined that the device did not influence the reported revision surgery.

Event description:
It was reported that during a revision surgery, this stem was implanted and then explanted immediately because the surgeon wanted a larger size.